Manufacturer narrative:
Corrected code 114 is provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative discovered an empty balanced salt solution (bss) bag at the bottom of the irrigation system. After removing the bag, the company service representative replaced the intravenous (IV) bag holder as a prevention. The system was then tested and met all product specifications. The reported event of anterior chamber collapse cannot be confirmed. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of irrigation loss can be attributed to user error. The reported event of anterior chamber collapse remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that that during a combined cataract and corneal procedure the ''eye ball'' collapsed. The irrigation stopped during phacoemulsification mode. The console was rebooted and could not prime. The surgery was completed using an alternate console without any complications. Additional information was requested and received.